Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Complaint reporter first name, last name, email address: unknown/not provided. Telephone number: +081(05)86721211. The intraocular lens (iol) is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens was found to have a scratch after implantation, and it was removed to change to a back-up lens. Procedure was completed successfully with the back-up. There was no patient injury. No further information is available.

Manufacturer narrative:
Corrected data: in review, it was noted that "device evaluation anticipated, but not yet begun (02)" was inadvertently selected in the section "h3" of the initial MDR report which is incorrect. Therefore, the information has been corrected in this supplemental MDR report with what should have been selected: section h3: if not evaluated, select an explanation as to why not: other (code unspecified, describe in h10) (81) additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: apr 20, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received wrapped in gauze. The handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, a scratch could be found on the optic. The handpiece was also inspected, no issues were observed. The complaint issue was identified; however, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.